Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, missing shell and broken shell. A visual and microscopic analysis was performed which identified sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Physician reported a rupture with "leak in the prosthesis". The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported a rupture with "leak in the prosthesis". The device was explanted. This record is for the right side.